Event description:
It was reported that during the superion implant procedure the spacer cap broke due to the patients extremely tight spaced anatomy at l3-l4 level of the spine. The physician was able to carefully maneuver through the patients very short spinous process to remove the broken spacer and replace it with a smaller implant. The device was discarded at the facility and was not returned.